Event description:
It was reported that atrial capture could not be verified and the lead was oversensing. According to follow up no intervention was performed or planned. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.